Event description:
During the beginning of the procedure, the internal defibrillator paddles were tested to ensure proper working order. They successfully completed the test and were in working order. While the patient was coming out of cardiopulmonary bypass, patient exhibited ventricular fibrillation. Surgeon ordered to charge the internal paddles in order to shock the patient's heart and correct the arrhythmia. When attempting to shock the heart, the paddles were not functioning and would not deliver the shock. Eventually, the patient returned to a normal rhythm on their own after a brief period of exhibiting ventricular fibrillation.